Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller, ensuring the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise. Caller acknowledged understanding of the instructions.